Event description:
It was reported that the patient complained of dyspnea during exertion. The patient has had persistant atrial fibrillation for about six months, and as such, the device rate response and atrial sensing were reprogrammed. The patient will continue to be monitored, and the device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.